Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose was 192 mg/dl. During troubleshooting, a test bolus was delivered and insulin was observed dripping out of the infusion set tubing as expected. No damage was noted to the infusion set cannula. Reportedly, the customer was outside in 50 degree weather prior to the alarm and then received the alarm after bringing the pump to room temperature. The customer changed all the supplies to address the event and resumed insulin delivery.